Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding 510(k): den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a gastrointestinal hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Upon opening and preparing the hemospray per the instructions for use (IFU), at the time the catheter was in position and valve was opened, nothing happened [when the button was pushed]. Nothing was released. Troubleshooting was performed, everything seemed fine and it seemed the carbon dioxide was defective and would not puncture, or may already be punctured. It would not activate. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.